Event description:
Device issue: none. Adverse event: myocardial infarction requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the predilated calcified proximal left anterior descending artery with a 3.0 x 15 mm xience v stent. During the procedure a side branch occlusion in the small diagonal occurred requiring implantation of the 2.75 x 8 mm xience v stent. On (B)(6) 2009, the patient experienced ischemic symptoms with ECG showing st depression when the patient ambulated. The patient underwent an unplanned percutaneous coronary intervention on (B)(6) 2009, in the non-target mid and distal right coronary arteries. Abbott vascular medical safety monitors assessed this event as a myocardial infarction caused by the target vessel. On (B)(6) 2010, the patient experienced chest pain while walking that was unrelieved with rest. Angiography on (B)(6) 2010, showed a stent thrombosis. On (B)(6) 2010, the patient underwent coronary artery bypass graft in the target vessel and the non-target vessel. The patient was discharged on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. Angina and myocardial infarction (mi) are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 8 mm xience v (part 1009540-08, lot 8111741), is being filed under this MFR#.